Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the patient outcome of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection vancomycin, 1 gram and injection meropenem, 1 gram (routes and frequencies were not reported). It was not reported if pd therapy was ongoing. No additional information is available.